Event description:
Carbon fiber coating on the base bar is chipped from use. Case type: no associated procedure.

Manufacturer narrative:
Carbon fiber coating on the base bar is chipped from use. Case type: no associated procedure. Product evaluation and results: visual inspection confirms the base bar is chipped. Product history review: review of the device history records indicate 50 devices were manufactured and 50 were accepted into final stock on 07/19/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210060, lot 601442 shows no additional complaint(s) related to the failure in this investigation. Conclusion: the event was confirmed.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon fiber coating on the base bar is chipped from use. Case type: no associated procedure.